Event description:
Per the attached maude event report # (B)(4), which was received from the FDA on (B)(4) 2013: "during cardiac stenting and while removing the guidewire it attached to the stent and the guidewire broke. Leaving a significant piece in the pt. That required surgical removal." As of this time, repeated attempts to obtain follow-up information have been unsuccessful.

Manufacturer narrative:
(B)(4). The involved device has not been returned for evaluation. As stated above, repeated attempts have been made by both phone and letter to obtain follow-up information and the involved device from the user facility. Although receipt of the letter was confirmed upon delivery, there has been no response from the user facility. Inspection and testing of a retained sample from the reported lot confirmed that there were no anomalies or defects and performance specifications were met. A review of the device history record indicated that there were no production related problems. A review of the complaint files confirmed that this lot number has not been reported previously. There is no evidence that this event was related to a guidewire defect or malfunction. Although the cause of the reported event cannot be definitively determined based upon the available information, the event description is most consistent with guidewire damage due to continued manipulation of the device after the tip of the wire reportedly became caught in the stent that had been deployed. The device labeling does address the potential for such an event in the warnings / precautions section of the instructions-for-use by statements including: "if any resistance is felt or if the tips behavior and/or location seems improper, stop manipulating the runthrough ns and/or the dilatation catheter and determine the cause by high resolution fluoroscopy. Failure to exercise proper caution may result in bending, kinking, separation of the guide wire's tip, damage to the dilatation catheter, or damage to the vessel"; and "when using a drug or a device concurrently with the runthrough ns, the operator should have a full understanding of the properties/characteristics of the drug or device so as to avoid damage to the runthrough ns." All currently available information has been placed on file by qa at the manufacturing facility for appropriate tracking, trending and follow-up. If additional information is able to be obtained from the user facility or the sample is returned for evaluation, then a follow-up report will be submitted. (B)(4).